Event description:
A report was received that a patient's ipg had turned in the pocket and a portion of the leads had wrapped around the ipg. The patient underwent a lead revision and pocket revision procedure. The physician repositioned the leads and the pocket site was moved to a more comfortable position for the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.